Manufacturer narrative:
Method: the device was reported as not available for return and analysis. However, review of the device history record (DHR) and instructions for use (IFU) were conducted for the reported model and lot number. Results: no sample is available for return and analysis. Therefore, testing of the device cannot be performed and results cannot be obtained. Multiple attempts were made to obtain further information without success. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Per IFU (14-60-590-0-02), indicates that "cautions actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate." The easypump st should be filled a minimum of 4 hours prior to administration to infuse at the labeled flow rate, if the easypump st is used immediately after filling, flow rate may increase by up to 20%." Conclusions: limited information was provided by the reporter. The device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. Per the DHR the lot met the process specifications, including the quality control acceptance criteria prior to release. Per the IFU "flow rate accuracy is 15% of the labeled flow rate (100ml/hr=total of 4 hours) when infusion is started 4 hours after fill and delivering normal saline as the diluent at 20 degree celsius/68 degree fahrenheit." Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: unk. Flow rate: 100ml/hr. Procedure: unk. Cathplace: unk. An international distributor relayed a report from a customer of a fast flow that occurred with a pump. Further details were not provided. Additional information was requested, but is not available at this time.